Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer, with the guidance of technical support, inspected the pump and cartridge for issues, removed an o-ring from the pneumatic tap, cleaned the area, and reattached the cartridge successfully. The load process was completed, and insulin delivery resumed.